Manufacturer narrative:
Investigation summary: the centrimag motor was evaluated for the reported event of the centrimag 2nd gen. Primary console¿s screen blacking out. The centrimag motor was not returned for analysis, as the motor in use at the time of the reported event was unable to be identified. A log file was extracted from the centrimag 2nd gen. Primary console associated with this event (serial number (B)(6) , evaluated under (B)(4)) and was reviewed. The log file contained data spanning 5 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The log file did not contain events on the date of the reported event ((B)(6) 2019). No notable events occurred throughout the log file. The console was shut down on (B)(6) 2019 at 10:30. The system operated as intended throughout the log file and no atypical alarms or events were observed. It was unable to be determined whether or not the motor was correlated to the reported event, and the root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
Primary console was sent back for service due to the screen blacking out.